Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported the needles seem to be clogged. To aid in the investigation, one sample in an opened packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then assembled to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. The four photos provided show the sample received. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305106, lot 2299220. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material#: 305106 . Batch#: 2299220. It was reported by the customer that I have been using your ~30ga x 1/2" bd precisionglide needle~ for sub-q injections as directed by my doctor. I went to use one of them this morning, and it seemed to be clogged. The liquid from the syringe would not come out, but then I swapped to a second needle and it worked fine. Verbatim: rcc received a complaint via email. Email(s) attached. I have been using your ~30ga x 1/2" bd precisionglide needle~ for sub-q injections as directed by my doctor. I went to use one of them this morning, and it seemed to be clogged. The liquid from the syringe would not come out, but then I swapped to a second needle and it worked fine. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.